Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is under-delivering insulin. Customer's wife stated that customer is experiencing high blood glucose. Attempted to deliver a bolus and no insulin exited. Customer treated the high with manual injection. Nothing further reported.